Manufacturer narrative:
The event occurred in france. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278090, expiration date 04/30/2013). Reference medwatch report with (B)(6) for the suspect device used in the aviva nano system.

Event description:
Customer received the following mobile/aviva nano results within 10 minutes: mobile system: 160 mg/dl aviva nano system: 81 mg/dl mobile system: 87 mg/dl aviva nano system: 48 mg/dl no actions taken based on device results. No adverse event reported. Requested return of suspect device.